Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a service call performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) the pump sounded a system failure alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: corrected fields: d4. A getinge service territory manager (stm) that encountered the issue found multiple error code 139 in logs. The stm replaced the power management board. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. The power management board part number: 0670-00-1162, serial number: (B)(6) swemco was observed per the cardiosave service manual with visual damage. The failure analysis and testing dept. Installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications per procedure and the cardiosave service manual. The problem was not verified (error code 139 system failure alarm). The fat dept. Was unable to replicate failure after multiple attempts are powering the system on and off as well as running the system for multiple hours. Power management board will be sent to the supplier for failure analysis per procedure. The fat dept received the failure analysis from the supplier for part number: 0670-00-1162, serial number: (B)(6) swemco. Please see below for supplier comments on the failure analysis. Supplier failure analysis: 1. Perform visual check 2. Board was re-tested at fct result: failed step 4.7.2.2.1.b slot 1 under voltage circuit (tp 67) 3. Perform troubleshooting on the board result: found the q53 damaged the supplier found a damaged q53 component. Due to the found damaged component the root cause for this issue will be labeled as manufacturing - supplier - assembly. Power management board will be retained within the fat dept per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11, d9 (return to manufacture date). Corrected fields: h6 (medical device ¿ problem code, investigation conclusions).

Event description:
N/a.